Event description:
It was reported that a cartridge change error occurred. During troubleshooting with tandem technical support, the customer accidently removed the rubber ring on the rack pushrod on the pump. Tandem technical support informed the customer that removing the rubber ring on the rack pushrod could damage the pump and interrupt insulin delivery. A replacement pump was sent to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.